Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient forgot to remove the cap off the canula (B)(6) 2025. Patient replaced infusion set and resumed insulin deliveries successfully no further information available

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.